Manufacturer narrative:
A getinge-maquet field service technician has investigated the affected or table column. A table top can be mounted to the column. This table top is removable. The contact module is the interface between the or table column and the table top. Energy and information is transferred between column and table top via this interface. The service technician found that this interface and various cables were burnt. The root cause for this was an unsuitable cleaning method. Liquid was poured over the column to clean it. In the instructions for use (IFU) it is described how the column should be cleaned. The user is warned in the IFU concerning the risks related to inappropriate cleaning and told to carry out visual and functional inspections after cleaning. Quotes from IFU: "danger! Risk due to mishandling of cleaning agents and disinfectants! The entire cleaning process may only be completed by qualified technicians. For information on concentration, temperature and contact and drying times, refer to the instructions of the detergent and disinfectant manufacturer. Observe current national and international regulations for hygiene in the medical field. Observe the cleaning and hygiene regulations of the hospital." "Danger! Potentially fatal electrical shock! Make sure that the mains connection is disconnected before cleaning and disinfection. Ensure that no liquids can penetrate any live parts." Getinge-maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report. The complete initial reporter phone number is: (B)(6).

Event description:
The following was reported to us. The or-table column was without function and a burnt smell was recognized. An anesthetized patient was on the table when this was found. The patient was transferred and a delay of 30 minute occurred due to this issue. No injury occurred. Manufacturer reference# (B)(4).